Event description:
Boston scientific crm received information that during a follow up visit, isometrics revealed noise on this implantable cardioverter defibrillator (ICD) shock channel. This device is implanted with a non-boston scientific crm right ventricular lead. No noise was noted during a previous visit six months earlier. An internal technical service consultant was contacted for advice as this device is included in the subpectoral implant 2009 product advisory communicated on (B)(6) 2009. Noise was not detected during pocket manipulation. Lead measurements including impedance were within acceptable limits. A review of the electrogram by technical services verified noise. No pacing inhibition or asystole was noted; low amplitude was noted. Prophylactic replacement was not recommended. Further interrogation was performed; further testing revealed noise on the shock egram during pectoral contraction. No noise was revealed during pocket pressure. Impedance measurements and threshold measurements remained stable since implant. An x-ray was performed revealing no connection issues. Further monitoring will be performed during a future visit. No adverse patient effects were reported. Seventeen months later, a further follow up was performed. Impedance measurements fluctuated however were within normal limits. A review of the daily measurements confirmed fluctuating impedance measurements for the last month. No inappropriate episodes were recorded. An x-ray was performed. No adverse patient effects were reported. The physician reviewed the xray and there was no sign of a lead problem. Normal monitoring will be performed. The device remains programmed vvi 40 bpm. The patient is not pacemaker dependent.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.